Event description:
It was reported that a user experienced persistent hyperglycemia with a blood glucose of 401 mg/dl after a recent occlusion case, and the agent assisted with a site change using a 6 mm, 23-gauge cannula, after which no further occlusion alerts occurred while using the ilet. Symptoms included high blood glucose. Outcomes included ongoing monitoring and planned follow-up by support personnel. Investigation included troubleshooting and education with site change. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, and no device alarm recurred after the site change, which suggested a transient infusion issue without confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.